Event description:
A surgeon reports that following intraocular lens (iol) implant surgery, a patient reports poor near and distance vision. Add'l info, including patient status, has been requested.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to manufacturing documentation. Add'l info was requested 09/27/2007 by fax and mail. A follow-up questionnaire has not been received.